Manufacturer narrative:
Continuation of d10: 457453 lead, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant the right ventricular (rv) lead showed electrical data variation and x-ray confirmed the lead had dislodged. It was noted that it was believed that the cause of the dislodgement was insufficient slack in the lead at the time of implant. The rv lead was reprogrammed, repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead thresholds were slightly increased but still within a normal range. The lead impedances had also exhibited change, but details were not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.